Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing a bench evaluation for the device, it was identified by an authorized bench technician that the unit had experienced a charge shock failure. There was no patient involvement.